Manufacturer narrative:
The ldhi2 reagent lot number was 70069701. The expiration date was not provided. The last calibration was performed on (B)(6) 2023. Qc was acceptable on the day before the event. The field service engineer (fse) inspected the rinse volumes and checked the probe alignments and they were all good. He also inspected the syringe area and found that the sample syringe was not held properly in place. The fse tightened the syringe. Calibration and qc were performed and they were acceptable. Few alarms were noted including abnormal aspiration alarms. Recalibration was performed and the alarms were resolved. The fse did a performance check and the instrument was performing within specifications. The root cause was a loose locking nut on the sample syringe. The service actions (tightening the sample syringe) resolved the issue. No further issues were reported afterward.

Event description:
We received an allegation about discrepant results for an unspecified number of patients' serum samples tested with lactate dehydrogenase gen.2 (ldhi2) assay on a cobas 8000 cobas c502 analyzer when compared to a different cobas 8000 cobas c502 analyzer. Discrepant results for 1 patient's sample were provided. Initial result: 128 u/l. Repeat result: 458 u/l (tested on another analyzer). The repeat result was deemed to be correct.